Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were confirmed. As received, a partial lead (only distal portion) of the lead was returned in one piece. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of failure to capture and the rise in the pacing impedance as indication on the device session records. The lead impedance could not be tested due to condition of the lead, as received. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-01598, 2017865-2024-01599. It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting high pacing impedance and failure to capture, and the atrial lead was exhibiting an unspecified malfunction. The physician elected to replace the leads. The rv lead was explanted and replaced. During procedure, it was noted the replacement atrial lead was unable to advance down the introducer. The procedure was completed using a different atrial lead. The patient was in stable condition.